Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified and heavy torturous anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the noted device damages (bent/stretched/folded/crushed stent struts, torn guide wire exit notch, bent hypotube) and ultimately resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: device code 2017 was removed.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a lesion with moderate calcification and heavy tortuosity in the left anterior descending artery. A 3.50 x 48 mm xience xpedition stent delivery system (sds) met resistance with the anatomy during advancement and force was applied but failed to cross the lesion and the proximal shaft separated outside of the patients anatomy. The sds with the stent and the separated portion were simply withdrawn from the patient's anatomy. Another xience xpedition was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.